Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation. Please see updated sections: d4, d10, g4, g7, h2, h3, h4, h6, and h10. The bipolar straight-turbinate blade (model bb2000sa), lot number ca845601, was returned to the service center for the evaluation of the blade stopped working. The user¿s complaint for the bb2000sa was not confirmed. A functional inspection of the received condition the device was performed and none of the related issues to the bipolar or blade functions were able to be duplicated. The bipolar blade was tested with the diego elite system, which consisted of the console, handpiece, footswitch and bipolar blade. The bipolar blade was tested by activating the blade to confirm that energy was passing through the blade; this was confirmed by visually observing moisture vapors during contact with a wet cotton pad. In addition, consistent continuity of the blade was tested with a multi-meter, along with blade capacitance which was measured in the nf setting on the multi-meter. A reading of 27.01 nf was noted for the blade capacitance, which fell within the acceptable range of 25.11 nf (min) to 28.89nf(max). An additional inspection was performed, and the inner blade and nose cone both rotated freely without any restrictions; rotation was checked by using the footswitch. The blade window at the distal end fully opened and closed in response to the toggle function on the footswitch. It was observed that the device was used, as reddish foreign material was found at the distal end of the outer blade. A dent was noted on the tip of the inner blade at the distal end side. The dented section of the inner blade is causing a void between the outer sheath. No other damage or anomalies were observed to the housing section, contact pins, and outer sheath. Based on the evaluation of the returned condition of the device, the exact cause for the turbinate blade not to work as reported could not be determined; as the bipolar blade functioned normally as intended. No abnormalities in function were observed, only anomaly was the dented inner blade as noted.

Manufacturer narrative:
The bipolar, straight -turbinate blade (bb2000sa) has been returned to the service center for evaluation of stopped working. The received conditioned device was logged into the facility on (B)(6) 2020 and will be evaluated. Therefore, as soon as an investigative report is available a supplemental report will be submitted.

Event description:
The service center received a report of a straight turbinate bipolar blade (model bb2000sa), lot number ca845601, that stopped working. A physician was performing an unspecified procedure when the bb2000sa bipolar blade was reported to stop working during the procedure. The physician replaced the blade and completed the intended procedure with no further issues. It was reported there was no patient injury.